Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified lliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.